Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h11 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis for investigation. If the restrictions are lifted or additional information otherwise becomes available, the investigation will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bolus not delivered and their blood glucose went high. Troubleshooting was done for high blood glucose. Blood glucose went to 300 mg/dl. Customer took a bolus but it didn't delivered the insulin, they tried it a few times, the reservoir was half full. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.